Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic hysterectomy procedure when the device was being applied to the uterus. There was temporary injury due to a perforated bladder. There was unanticipated tissue loss and damage as a result of the problem. In order to resolve the issue and complete the case, suturing perforated bladder. There was medical or surgical intervention needed to prevent a permanent impairment of a function.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Actual device used was not returned. No abnormalities were found during visual inspection and functional testing of the returned product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.